Event description:
It was reported the power cord had exposed bare wires. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
Codes updated to match investigation results.

Event description:
It was reported the power cord had exposed bare wires. There was no reported patient involvement or adverse consequences.